Event description:
It was reported a pediatric patient was diagnosed with leukemia on (B)(6) 2024 in the right elbow above the precious vein bd4fpicc, according to the plan of all regimen of chemotherapy, recently the patient PICC puncture around the mouth of the mucus-related rash, after treatment of the skin rash basically subsided, on (B)(6) 2024 according to the doctor's orders for vincristine and doxorubicin chemotherapy, catheter smooth, early this morning the nurse found that the PICC blocked, could not pump blood, was given urokinase thrombolysis, can pump blood back, the catheter is smooth, due to repeated mucus-related rash. The catheter was open, and in the early morning of today, the nurse drew blood and found that the PICC was blocked, and could not draw blood back. Urokinase was given to dissolve the thrombus, and blood could be drawn back, and the catheter was open, and the catheter was removed due to the recurrence of mucus-related rash, and the comprehensive assessment was made to remove the PICC, and the removal process was smooth, and when the catheter was removed to a point of 25-26 centimeters, the nurse found the catheter was broken by the traces of the breakage, and after the catheter was completely removed, it was found that the catheter at a point of 25-26 centimeters was broken, and was not completely disconnected. The catheter was disconnected at 25-26 centimeters, but not completely. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.